Event description:
It was reported that during a closure of colostomy procedure, the 2 donunts were perfect, but the 2 loops of colon remained opened and there were no staples found in the anastamosis site. The surgeon hand sewed the anastamosis and closed the abdomen. After less than an hour, the patient returned to the or because of rectal bleeding. When the surgeon opened the anastamosis again, he found the staples from the first firing in the lower part of the colon, and they were all open. The patient had to have a second anastamosis.